Event description:
Report received from USA stating that service was required for the device. During service a damaged hose was noted. The device was not being used in surgery and no injury occurred. It is unk if medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated, and during service the device was found with a cut in the hose. If additional info becomes available, a supplemental report will be submitted. (B)(4).